Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 12:52am. The basal delivery revealed that the pump was not in use from (B)(6) 2015 at 9:49 pm to (B)(6) 2015 at 6:56pm. The total daily dose added up correctly and reflected the programmed basal rate target. During testing, the ¿ez-prime¿ steps were performed correctly; the pump reflected 24 units after a 24 hour 1unit/hour basal program duration test. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The product performs within specification and the reported complaint was not duplicated during investigation.